Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system - battery, serial #: (B)(4) / model #: 1650 / catalog #: 1650 / expiration date: 2019-08-31, UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2018-08-22. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system - battery, serial #: (B)(4) / model #: 1650 / catalog #: 1650 / expiration date: 2019-08-31, UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2018-08-02. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system - battery, serial #: (B)(4) / model #: 1650de / catalog #: 1650de / expiration date: 2019-04-30, UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2018-04-20. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system - battery, serial #: (B)(4) / model #: 1650 / catalog #: 1650 / expiration date: 2019-08-31, UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2018-08-02. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system - controller ac adapter, serial #: (B)(4) / model #: 1430us / catalog #: 1430us. Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system - controller ac adapter, serial #: (B)(4) / model #: 1430us / catalog #: 1430us. Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Labeled for single use: no. (B)(4). Concomitant medical products: 6937a-58 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's power sources were power switching. The patient described hearing alarms and beeps when the controller ac adapter and a battery were connected to the controller. Upon further investigation it was noted that the patient's controller ac adapter was connected properly and initially functioning properly. However, after approximately 20 seconds the controller beeped and it was noted that the controller switched power source. The controller, two controller ac adapters and four batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's previously lubricated power sources were power switching. The patient described hearing alarms and beeps when the controller ac adapter and a battery were connected to the controller. Upon further investigation it was noted that the patient's controller ac adapter was connected properly and initially functioning properly. However, after approximately 20 seconds the controller beeped and it was noted that the controller switched power source. The controller, two controller ac adapters and four batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Failure analysis of the returned controller revealed that the device passed functional testing. However, visual inspection revealed contamination within both power ports of the controller, likely due to handling of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product event summary: the controller, four batteries and one controller ac adapter were returned for evaluation. One controller ac adapter was not returned for evaluation. Failure analysis of the returned devices revealed that all of the devices passed visual examination and functional testing. Supplemental testing was performed on the controller, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller, con401835, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed a power switching event due to a momentary disconnection involving bat598954 and several momentary disconnections that did not lead to premature power switching involving bat756198, bat756196, bat756176, bat598954, and controller ac adapters. Momentary disconnections will result in an audible tone or ¿beep.¿ of note, there were over 100 momentary disconnections recorded involving the cac adapters within the analyzed period. The frequency of observed cac adapter momentary disconnections may be attributed to disconnection and reconnection of the adapter by the patient within the 15-minute interval. This behavior can contribute to the wear of the controller power port pins. As a result, the reported premature power switching event and reported ¿beeps¿ were confirmed. A power source lubrication procedure was performed on batteries bat756198, bat756196, bat756176 on (B)(6) 2018, prior to the reported event. A power source lubrication procedure was performed on controller ac adapters cac212448 and cac212759 in accordance with the requirements under fsca cvg-18-q4-19 on 28/nov/2018, prior to the reported event. There is no evidence that the lubrication servicing was performed on battery bat598954. An internal investigation investigated momentary disconnections prior to lubrication servicing. The most likely root cause of the reported premature power switching event and reported ¿beeping¿ can be attributed to momentary disconnections due to the wearing of the gold-plated pins, exposing the pin¿s base metal to the effects of corrosion. Additional products: battery bat756176 d10: yes, return date: 2019-03-06 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 4112, 10 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 battery bat756198 d10: yes, return date: 2019-03-06 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 4112, 10 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 battery bat598954 d10: yes, return date: 2019-03-06 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 4112, 10 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 battery bat756196 d10: yes, return date: 2019-03-06 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 4112, 10 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 controller ac adapter cac212448 h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 controller ac adapter cac212759 d10: yes, return date: 2019-03-06 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 4112, 10 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.